Event description:
Instrument was returned for repair only, with front end broken off and a piece missing. Hosp was unsure of how or when the device became broken or as to the location of the missing piece. Contact stated no incident reports had been filed in regard to this device and no known injury or delay occurred.